Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The sureform 60 stapler instrument and white reload fired during this event were discarded. Therefore, no products are expected for return to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer: there are no errors/issues with this instrument as per the logs, related to the reported problem. A system logs review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass roux-en-y procedure, a sureform 60 stapler instrument was used to fire a white reload on the jejunum and an incomplete staple line was created. The surgeon performed unknown medical intervention to resolve this event and continue the procedure. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass roux-en-y procedure, an incomplete staple line was created after a white sureform 60 reload was fired with a sureform 60 stapler instrument on the jejunum. The white stapler reload only laid the last three rows of the entire reload. The first three quarters were not stapled at all, but were reportedly cut leaving un-approximated tissue. As a result of the stapling issue, the surgeon had to go in, grab and hold the bowel, and clamped it. The surgeon reported that the sureform 60 stapler instrument and white reload were both inspected prior to use with no damage noticed. The surgeon chose to use a white reload on the small bowel and explained that the tissue was "normal caliber small bowel. This sureform 60 stapler instrument had previously fired five times this procedure with no issues; this event occurred on the sixth fire. No error or messages were received during this event. Buttress material was not used and there were no obstructions during this fire. There were no malformed staples after this event and no clamping issues prior to the fire. The target small bowel was not calcified, was not exposed to radiation or chemotherapy. There was no tissue bunching or tension. According to the surgeon, when the event occurred, the stapler instrument tore through bowel without stapling. The surgeon reported that they resolved this issue, but the specifics of how it was resolved are unknown. The procedure was completed robotically. There are no images/videos of this event. Per the surgeon, the patient was doing fine.